Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 300 mg/dl. The customer stated that she was at her friend's house and ran out of insulin, but the nurses wanted her to call in because she is pregnant. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed the high pressure test twice and the device failed the test. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.